Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility stated that the complete loss of image occurred in the middle of the procedure when the user had not yet reached the cecum. The user facility reportedly attempted to complete the intended procedure with a different endoscope but was unable to recover the image. The procedure was reportedly delayed for an unspecified period of time. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report, and found the device to operate appropriately, however the air joint on the endoscope connector was noted to be worn. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced an image that included a bright light in the center, but was dark around the exterior of the bright area, and the image could not be viewed. The procedure was reportedly not completed. There was no report of pt harm.